Event description:
It was reported that during the thoracic surgery, after fired, noted the staples malformed. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Date sent: 7/22/2024. D4: batch # 576c69. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample revealed that the cecr45g reload was returned unfired with 8 drivers missing, making the reload non-functional. In addition, the reload pan was noted to be partially dislodged at the proximal end form left side. No functional test was performed due the condition of the reload. Additionally, photo was provided and it showed the label and condition of the reported reload. No conclusion could be reached on what may have caused the reload pan to dislodge. Device history review: a manufacturing record evaluation was performed for the device lot e23090022, and no non-conformances were identified. A manufacturing record evaluation was performed for the finished device batch number 576c69, and no non-conformances were identified.